Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the patient's right ventricular lead was failing to capture. X-ray performed found that the lead slack was pulled out. The lead was successfully repositioned on (B)(6) 2020. The patient was stable.